Event description:
Physician ruptured the patient¿s internal carotid artery using a medtronic tunneler (8591-38) while implanting the inspire system on (B)(6) 2021. Physician made a third incision to locate the rupture and stopped the bleeding through surgical intervention, resolving the issue during the implant procedure.